Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for follow-up. Upon interrogation, the left ventricular lead exhibited loss of capture. X-ray revealed that the lead had dislodged. The lead was capped and replaced. The patient was stable.